Manufacturer narrative:
(B)(4). The actual device was not available for evaluation; however, the customer provided one photo for analysis. The photo shows a 2-lumen PICC inserted into the leg of a non-human patient. This photo suggests off-label use of the device; however, without the sample returned for analysis, it cannot be verified if the off label usage or a teleflex product/process issue caused or contributed to the reported defect. Clinical and medical affairs was contacted as part of this complaint. It has been confirmed that catheters of this type are intended to be used on humans; however, a physician may use a product for an indication not in the approved or cleared labeling. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use catheter stabilization device and/or catheter clamp and fastener to secure catheter (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The customer report of a catheter migration was not confirmed by visual inspection of the customer supplied photo. The photo showed the catheter inserted through a non-human patient, which indicates off-label usage. The root cause cannot be confirmed at this time as it is unknown if the off-label usage or a teleflex product/process issue caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there is a clasp where you suture the catheter to the patient and the piece broke and the catheter started to come back out." Additional information reports "the PICC catheter did migrate out of insertion site and the catheter was secured with suture (which was still on the animals leg after the catheter broke). Another catheter was not inserted, it was left and secured with different catheter clamps." It was reported "the animal was sedated to fix the catheter as he was fractious". There was no patient consequences. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "there is a clasp where you suture the catheter to the patient and the piece broke and the catheter started to come back out." Additional information reports "the PICC catheter did migrate out of insertion site and the catheter was secured with suture (which was still on the animals leg after the catheter broke). Another catheter was not inserted, it was left and secured with different catheter clamps." It was reported "the animal was sedated to fix the catheter as he was fractious". There was no patient consequences. The patient was discharged.